Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0629 palpitations / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 06/06/2026, at approximately 11:00 pm, the patient reported an inaccurate reading from her g6 cgm, which was connected to a tandem t:slim x2 insulin pump. At that time, the cgm displayed a glucose value of 120 mg/dl. The patient experienced symptoms including a pounding heartbeat and profuse sweating, prompting a fingerstick blood glucose (fsbg) measurement, which indicated a level of 23 mg/dl. Shortly after obtaining this result, the patient became unresponsive. According to the patient¿s husband, he immediately provided treatment with juice (apple & eve organics and guava juice). Approximately five minutes later, a repeat fsbg measurement showed a value of 36 mg/dl. During the event, the patient experienced shaking, dizziness, vomiting, sweating, and a pounding heartbeat, along with loss of consciousness (loc). Approximately 45 minutes after treatment, the patient¿s glucose level improved, with a fsbg reading of 76 mg/dl, and the patient recovered. The patient did not seek medical evaluation, as treatment was administered at home by her husband. At the time of reporting, the patient stated she was feeling better compared to the previous night. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.